Event description:
It was reported that the absolute pro stent ruptured when deployed in the calcified superficial femoral artery. It was further reported that some resistance was noted during deployment. Two additional stents were required to cover the separated absolute pro stent at the target lesion site. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The self expanding stent system (sess) was returned with blood on the tip and in the distal sheath, consistent with being advanced into the anatomy. There was no saline visible. The distal sheath was retracted 2cm proximal to the tip, consistent with the stent being deployed. There were three kinks in the shaft 1mm, 51cm and 106.8cm distal to the strain relief tubing. The outer member was torn at the kink in the shaft 106.8cm distal to the strain relief tubing. There was no other damage noted to the sess. Factors that may contribute to difficulty deploying the stent include, but are not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). There were several kinks and a separation at one of the kinks noted on the returned device. Although these kinks were not reported, it is likely that they contributed to the reported deployment difficulty. Potential causes for this type of damage include, but are not limited to: anatomical conditions, handling, and insufficient support of the handle during advancement or handling/packaging for return to abbott vascular. It may be possible that anatomical conditions contributed to the kinks. However, this could not be confirmed. Factors that may contribute to stent breakage include, but are not limited to: damaged struts, low radial force, anatomical conditions, stretched stent, fatigue, or interaction with other devices. To ensure the reported stent fracture is not related to a potential product deficiency, during production all absolute pro stents are 100% visually inspected for stent damage (both the internally and externally), 100% dimensionally measured, and 100% radial force tested. It is possible that during the reported deployment difficulty, the stent only partially deployed and when the system was pulled back, the stent may have stretched and separated; however, this could not be confirmed. The lot history was reviewed and there were no associated nonconforming material records, indicating that all lot release testing met specification. Additionally, a query of the complaint-handling data base revealed there have been no other similar incidents reported for this lot. A conclusive cause for the reported difficulty could not be determined; however, there is no indication of a product quality deficiency.